Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 297 mm dissection in the proximal descending aorta at the level of the lsa. The total length of the thoracic aorta is 307 mm. The true lumen was 16 mm in diameter and the false lumen was 32 mm in diameter. The aorta was mildly tortuous. It was reported that the patient expired due to an unknown cause. The investigator assessed the event as not procedure related. No further information was provided.

Manufacturer narrative:
(B)(4).